Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited high, out of range, shocking impedance greater than 125 ohms. Boston scientific technical services (ts) verified lead-device connection and that device was in the pocket and in good tissue contact. The cautery and external defibrillation was turned off; however, the same measurement was noted. Thus, commanded shock was performed as suggested, with a measurement of 81 ohms. Additional information was received that the lead was tested through pacing system analyzer (psa) with measurements in normal limits. The rv lead was unsuccessfully implanted and was never in service but device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis revealed that the allegation against the lead was not confirmed by electrical testing. There were cuts in the insulation and the rs-ptfe was bunched as induced in the filed. The helix was retracted and the distal end of the distal spring electrode was separated from the lead body insulation and ma was noted. The damages were induced in the field during explant procedure. The lead passed all other testing.